Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridges leaked. Additionally, pieces of the cartridge septum were found in the syringe. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting and declined to provide additional information.